Event description:
The reporter alleged the device displayed excessive artifact on the ECG of a pt being monitored through a 3- lead cable. The reporter described the artifact resulted in an inability to diagnose the pt condition.